Event description:
On (B)(6) 2012 during a monitoring visit of the mcp finger implant post approval study: pyrocarbon metacarpophalangeal joint prosthesis clinical study (protocol #(B)(4), revision b) integra learned the pt had a superficial infection at the small open wound involving the mcp joint of the right middle finger which was noted on (B)(6) 2011 at the 4 to 6 week follow-up visit. There was no evidence of a deep infection. The pt underwent outpatient surgery on (B)(6) 2012 to clean the area with irrigation and debridement of the wound.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.